Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Patient reported the infusion set cannula came out of her body causing insulin to leak out onto her shirt. Patient stated she noticed the leak because her shirt was wet. Patient reported when the cannula came out, it was bent; had not been caught on anything. Patient was able to self- treat. Infusion set has been discarded. No adverse event reported. No product to be returned.